Manufacturer narrative:
Product ID 3093-28, lot# va0flym, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was explanted on 2014-(B)(6) and was discarded at that time. The patient was placed on antibiotics and was reported as doing well by their health care provider (hcp). It was noted that the patient would not get another device implanted.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was protruding and visible due to pocket erosion. A surgical intervention was planned to explant the device. Reported patient symptoms associated with the event included drainage, incisional wound opening, erosion, pain, redness, and swelling at the device pocket. There was alleged product issue reported. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.